Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of medical device removal ('essure removal') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included gallbladder removal in (B)(6) 2020 and gallstones. No relevant medical history. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2020, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 7 years 8 months after insertion of essure. On an unknown date, the patient experienced adverse event ("adverse event"). The patient was treated with surgery (laparoscopic essure removal). Essure was removed on (B)(6) 2020. At the time of the report, the medical device removal and adverse event outcome was unknown. The reporter considered adverse event and medical device removal to be unrelated to essure. The reporter commented: two questionnaires were returned by same reporter on laparoscopic essure device removal - they refer to two separate patients (see other report # (B)(4)) although initials, birth date, eight, weight are the same on report form. For this patient it was reported that essure was removed on (B)(6) 2020 on patient's request. Essure samples were provided. No follow-up is available. Reporter did not consider that essure caused or contributed to the occurrence of the event(s). Events started in 2012 (cannot be entered due to technical reasons). Further company follow-up with the physician is not possible. Most recent follow-up information incorporated above includes: on 14-jul-2020: coding request - event "adverse event nos" updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of medical device removal ('essure removal') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included gallbladder removal in (B)(6) 2020 and gallstones. No relevant medical history. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2020, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 7 years 8 months after insertion of essure. On an unknown date, the patient experienced adverse event ("adverse event"). The patient was treated with surgery (laparoscopic essure removal). Essure was removed on (B)(6) 2020. At the time of the report, the medical device removal and adverse event outcome was unknown. The reporter considered adverse event and medical device removal to be unrelated to essure. The reporter commented: two questionnaires were returned by same reporter on laparoscopic essure device removal - they refer to two separate patients (see other report # (B)(4)) although initials, birth date, height, weight are the same on report form. For this patient it was reported that essure was removed on (B)(6) 2020 on patient's request. Essure samples were provided. No follow-up is available. Reporter did not consider that essure caused or contributed to the occurrence of the event(s). Events started in 2012 (cannot be entered due to technical reasons). Date of sample received at quality unit 2020-10-26. Sample description after receiving at quality unit two micro-inserts received . Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the physician is not possible. Amendment: the report was amended for the following reason: company causality comment was corrected. No new follow-up information was received from the reporter. We received a complaint sample in this case. A technical investigation was conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of medical device removal ('essure removal') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included gallbladder removal in (B)(6) 2020 and gallstones. No relevant medical history. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2020, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 7 years 8 months after insertion of essure. On an unknown date, the patient experienced adverse event ("adverse event"). The patient was treated with surgery (laparoscopic essure removal). Essure was removed on (B)(6) 2020. At the time of the report, the medical device removal and adverse event outcome was unknown. The reporter considered adverse event and medical device removal to be unrelated to essure. The reporter commented: two questionnaires were returned by same reporter on laparoscopic essure device removal - they refer to two separate patients (see other report # (B)(4)) although initials, birth date, eight, weight are the same on report form. For this patient it was reported that essure was removed on (B)(6) 2020 on patient's request. Essure samples were provided. No follow-up is available. Reporter did not consider that essure caused or contributed to the occurrence of the event(s). Events started in 2012 (cannot be entered due to technical reasons). Date of sample received at quality unit 2020-10-26. Sample description after receiving at quality unit two micro-inserts received. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the physician is not possible. Most recent follow-up information incorporated above includes: on 10-nov-2020: quality safety evaluation of ptc. We received a complaint sample in this case. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a physician and describes the occurrence of medical device removal ('essure removal') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included gallbladder removal in (B)(6) 2020 and gallstones. No relevant medical history. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2020, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 7 years 8 months after insertion of essure. On an unknown date, the patient experienced adverse event ("adverse event"). The patient was treated with surgery (laparoscopic essure removal). Essure was removed on (B)(6) 2020. At the time of the report, the medical device removal and adverse event outcome was unknown. The reporter considered adverse event and medical device removal to be unrelated to essure. The reporter commented: two questionnaires were returned by same reporter on laparoscopic essure device removal - they refer to two separate patients (see other report # (B)(4)) although initials, birth date, eight, weight are the same on report form. For this patient it was reported that essure was removed on (B)(6) 2020 on patient's request. Essure samples were provided. No follow-up is available. Reporter did not consider that essure caused or contributed to the occurrence of the event(s). Events started in 2012 (cannot be entered due to technical reasons). Further company follow-up with the physician is not possible. Most recent follow-up information incorporated above includes: on 14-jul-2020: coding request - event "adverse event nos" updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.